Event description:
The customer reported via phone call that she kept receiving motor error alarms on the insulin pump. Customer stated that she received a motor error 2 days ago during a bolus. Customer was able to clear the alarm, rewind, and prime it. Customer received 2 motor error alarms today. Customer stated that the drive support cap will stick out when she gets the motor error. Customer does not use the sensor feature on the pump. Customer stated that she was able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform the occlusion, prime or excessive no delivery tests due to the alarm. The motor passed the motor test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.